Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead head exhibited noised and high-rate non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained and sensing integrity counter (sic) episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.